Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing due to a suspected micro dislodgment. A lead revision procedure was scheduled. During the revision procedure, the physician attempted to reposition the rv lead but was unsuccessful, and the physician decided not to send the patient for a laser lead extraction. The physician opted to surgically abandoned the rv lead and replace it. No additional adverse patient effects were reported.